Event description:
It was reported that the patient experienced episodes of syncope and pre-syncope due to intermittent noise/oversensing and/or loss of ventricular capture, and that the right ventricular (rv) lead was not pacing consistently. It was also reported that the lead impedance decreased abruptly, and the threshold also increased, indicating an insulation breach. It was also noted that the patient has persistent left superior vena cava (svc) which makes the path that the rv lead takes tortuous. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.